Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The tubing was realigned to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2021 and (B)(6) 2021. Unique identifier: (B)(4). Legal manufacturer: (B)(4)

Event description:
The hospital reported a loss of suction during a case. There was no patient injury.